Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
Safari was introduced through al1 guiding catheter after difficult valve crossing with the straight wire. First attempt to insert safari showed weird shape that was interpreted as if it had caught on a papillary muscle, pointing upwards. Second attempt showed slight sideways distortion of the wire coil. Before insertion of the balloon, pressure dropped and after emergency echo a pe was detected that was immediately and successfully counteracted with a pericardiocentesis. Further tavi procedure aborted. Patient was discovered with severe hypertrophy of the lv.